Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This medwatch is cross-referenced to MDR 6000001-2007-564 submitted on 06/26/2007.

Event description:
The or manager reported a colleague triple channel pump in use on an or patient on 6-13-07 had failed on channel b and c and fail code 803:08 was noted. The patient had been admitted for open heart surgery for pericardiectomy after 2 failed ablations. The pump was infusing nitroglycerin, dopamine, and propranolol (dose, rate and volume unknown). The patient's blood pressure dropped (unknown levels) and IV medications per injection (unknown drugs and doses) were administered to restore the blood pressure.